Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing and no unexpected replace battery now alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery alarm. The customer¿s blood glucose level was 6.8mmol/ l at the time of the incident. It was reported that the customer did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until replacement arrives. The insulin pump will be returned for analysis.